Event description:
Customer reported the alarm has no power. The batteries have been replaced with a new supply. Customer did not provide a date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evalaution of the returned product did not confirm the reported issue that there is no power. Evaluation revealed that the unit does power up. The power was confirmed by the flashing green light and the nurse call feature works as it should. However, the alarm and fail safe feature did not sound. Visually the led lens sits unevenly on the case. Note: to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. (B)(4).